Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 14-may-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 161 and 253 mg/dl. Low blood glucose test results of concern were not provided. The customer¿s expected blood glucose test result ranges are 114-125 mg/dl am fasting and 96-100 mg/dl pm and bedtime fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 158 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/16/2025 and test strips were opened one week prior to the call. The meter memory was reviewed for previous test result history (date/time not set for results 3, 4 and 5): result 1: 138 mg/dl date: (B)(6) time: 2:20 pm fasting result 2: 161 mg/dl date: (B)(6) time: 4:17 am fasting result 3: 253 mg/dl date: (B)(6) time: 11:26 pm fasting result 4: 185 mg/dl date:(B)(6)time: 4:55 pm fasting result 5: 152 mg/dl date: (B)(6) time: 3:07 pm fasting.

Manufacturer narrative:
Sections with additional information as of 18-jun-2024: d9: device available for evaluation. G1: reporting contact first and last name updated from ¿(B)(4)¿ to ¿(B)(4)¿; reporting contact email updated from ¿ (B)(4) ¿ to ¿ (B)(4).¿ h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.